Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump displayed alert 32, indicating a delivery motor communication error, which initially cleared after a guided restart but recurred, prompting shipment of a replacement device and return of the original. Symptoms included no reported adverse clinical effects. Outcomes included no impact on the user¿s health and no need for medical intervention or hospitalization. Investigation of this case revealed a motor processor communication malfunction within the delivery subsystem consistent with an internal component or electronics fault. It was concluded, based on previously established findings for similar reports, that the cause was a device malfunction related to the delivery motor communication circuitry.